Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer continued to use the pump for insulin therapy. It was also reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. The customer's blood glucose was 130 -192 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.